Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis would be performed and this report would be updated at that time.

Event description:
It was reported that this right ventricular lead was revised as it showed high capture threshold measurements that was suspected to have been caused due to a micro dislodgement. While repositioning this lead, multiple attempts to deploy the helix were performed without any success. The physician then decided to explant and replace this lead. It is not expected that this lead returns for analysis. No additional adverse patient effects were reported.